Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2016-00103).

Event description:
It is reported that the patient underwent trauma fixation revision due to screw fracture and the construct failing approximately three months post-operatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable, as this device was found to have no defect upon receipt and did not cause or contribute to the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for the nail and screws with no deviations or anomalies being identified. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Dimensions taken are within specification. The returned nail exhibits heavy scratches. Both returned screws are fractured and have gouged threads. The root cause was unable to be determined.